Event description:
Alleged false positive from the customer reported on (B)(6) 2022 as having occured in (B)(6) 2021. Patient retested with covid pcr from (B)(6) laboratories the next day (B)(6) 2021, results came back negative on (B)(6) 2021" information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.